Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 20 (motor picasso) and cartridge alarm 30 (motor stall)) occurred during pumping with multiple cartridges. The customer's blood glucose level was 162 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.